Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through an unspecified elastomeric device. The no flow issue was further described as, ¿not infusing¿. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: upon further investigation, it was determined that this report is a duplicate of report of 1416980-2023-00231. All investigation activities will be captured under report 1416980-2023-00231. Should additional relevant information become available, a supplemental report will be submitted.